Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer had a hypoglycemic event due to programming a bolus and not eating all of the carbs that were entered and also due to the sensor, which was not measuring correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump went on by itself. The customer also reported that she received several calibration error alarms. The customer's blood glucose was 12.4 mmol/l at the time of incident. The customer stated that she shut off the insulin pump but the insulin pump went on. The customer stated that she fell down and ambulance had to come. The customer stated that she had below 1 mmol/l blood glucose at the time of call. The customer stated that she had inaccurate readings with blood glucose of 12.8 mmol/l and 5.6 mmol/l sensor glucose. The insulin pump will not be returned for analysis.